Manufacturer narrative:
(B)(4). Eval, results: (withdrawal of the delivery catheter prior to release of the tip capture). Conclusion: (withdrawal of the delivery catheter prior to release of the tip capture).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the aorta was 31 mm to 34 mm in diameter at the carotid and subclavian arteries. The iliac arteries were 12 mm to 13 mm in diameter on the right and 10 - 12 mm in diameter on the left and tortuous. A talent captivia tf4040 was implanted above the celiac artery to build up in the aorta. It was reported that after the stent graft was deployed, the physician inadvertently forgot to release the tip capture mechanism. The delivery system was attempted to be removed from the pt by pulling the nose cone backward, but, as the tip capture mechanism was not released, the stent graft infolded on itself. The position of the stent graft did not change. To intervene, this first stent graft was ballooned, and then a second captivia stent graft was deployed through the first stent graft. The removal of the delivery system for the second stent graft proceeded without issues. The first stent graft remains infolded, but there are good seals. No add'l clinical sequelae were reported and the pt is fine.